Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event. The suspect medical device was discarded after explantation surgery. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast prosthesis rupture, right breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast reconstruction procedure with a mentor memorygel breast implant 800cc gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s right breast prosthesis was confirmed by MRI. In addition, the patient developed capsular contracture (baker grade unknown) in her right breast. As a result, the patient underwent bilateral explantation and replacement with unspecified allergan breast prostheses on (B)(6) 2020.